Event description:
Information was received from a patient via manufacturer representative regarding patient's implantable neurostimulator (ins). It was reported that patient claims he has a burning sensation constantly where the ipg is located. He states it gets worse with recharging. For about the last week, patient has been experiencing burning sensation over the ins site and currently there is swelling at the site. Prior to (B)(6) meeting, patient turned ins off and sensation was still present and patient's chronic pain returned so they elected to turn ins back on. Heating sensation worsens with recharging. Patient also feels like they've been charging more frequently since around mid-november. Caller checked impedances, including different reference electrodes, which resulted in all impedances were normal and in range of around 890-1260 ohms. Caller ran check energy for group b that patient uses 100% of the time and received interval of 6.4 days. Caller provided recharging stats with average interval of 2 days and duration of 34 minutes. Caller provided specifics that on (B)(6) , patient charged from 10-100% in 54 minutes and ins was depleted to less than 10% on (B)(6) . Caller ran check energy again and this time, the interval was 4.9 days. Tss reviewed this may have changed if the amplitude was initially lower or one of the programs was inactive. Tss reviewed that 4.9 days would closely align with specific recharge diary information provided. The issue was not resolved through troubleshooting. Tss suggested to have hcp examine site for possible infection or other medical/anatomy related cause of the sensation. Tss reviewed from a device perspective, everything appears to be functioning as intended.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.